Event description:
It was reported that the pt experienced a jolting sensation approximately 2 weeks ago while walking, that caused left leg pain for 2-3 days. The pt indicated they experienced the same jolting event again yesterday with greater intensity. Additional info has been requested; a follow-up will be sent when additional info is received.

Manufacturer narrative:
(B)(4).